Event description:
Pt had surgery for breast implant exchange. Right breast implant found deflated with yellow-colored liquid. Left breast implants inflated with clear liquid within saline filled implants.